Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, corroded motor home switch and with no button response due to flattened act keypad dome also, unable to performed functional test or verify a33 alarm due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.